Manufacturer narrative:
Technician replaced the power cord plug to repair the bed.

Event description:
Information received indicates the technician found the ground resistance reading was out of range during a preventive maintenance check.